Event description:
The hosp reported that during saphenous vein harvesting procedure, the device shorted out. The surgeon used a replacement device to finish the procedure. No additional pt complications were reported.